Event description:
According to the reporter, during neuro procedure, the device¿s needle broke while being used in tissue. New device was used to complete the case. There was no injury to the patient and no medical intervention was required.